Manufacturer narrative:
The returned probe has a visibly bent tip and the post for marker #1 is also bent. With markers attached and fully seated, the probe displays a high geometry error due to the bent post. Otherwise, tracking and verification are normal.

Event description:
Medtronic received information regarding a navigation system used outside of procedure. It was reported that the navigated vertex probe was bent. No patient was present. It was reported that possible causes of the issue could be that the surgeon torqued it and bend it or the trays were stacked on top of it.